Event description:
It was reported that revision surgery has been performed due to patient reported pain, wear of the implant, and increased levels of cobalt. Revision of entire femoral and acetabular components with allograft bone graft behind the acetabulum was performed.